Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the leftmost led digit on the lower led digit row is intermittently not illuminating. An internal inspection of the device, have identified foreign contaminant on various circuit components on the system board related to led digits. A service history record review reveals that this lot was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
Customer reported that this device has a bad segment in the led display. No consequences or impact to patient were reported.